Event description:
Complainant alleged that while attempting to defibrillate a pt (age & gender unknown), the device displayed an unrecognized "defib fault not charged" error message. Complainant indicated that the pt subsequently expired; however, it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not rec'd the device for eval, and this complaint is still under investigation.